Event description:
The customer reported that an 840 ventilator was inoperable. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The case inspected the device and replaced the analog interface (ai) pcb. The unit passed extended self-testing.

Manufacturer narrative:
Covidien reference # (B)(4).